Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: inspected ventilator showing technical error 231022 (pexpvalve sensor defect). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator showing technical error 231022 (pexpvalve sensor defect) no patient involvement.